Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient faced an infusion set bent cannula occurs due to insufficient subcutaneous tissue at the insertion site on (B)(6) 2026. The event occurred one day after insertion. The insertion site was the abdomen. The infusion set was in use for one day. The blood glucose level was high and was treated by injection. No further information available.